Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by stomach ache and turbid effluent. One day after event manifestation, the patient presented to the emergency room, was diagnosed and hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. At the time of this report the patient was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.